Event description:
Related manufacturer report number 2017865-2023-23064. It was reported that during a follow up, undersensing was noted on the right atrial (ra) lead and the device. The device was reprogrammed to resolve the event. The patient was in stable condition.